Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they fell on the corner of the window cell and hit their implantable neurostimulator (ins) in (B)(6) 2015. An x-ray showed that the device was dislodged. It was indicated that the patient had surgery to repair the ins, but the entire system ended up being replaced. It was noted that the patient had sphincteroplasty on (B)(6) 2016 that was unrelated to the device, and has had bowel issues for over 37 years. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor. Additional information received indicated that the manufacturer representative was unaware of the fall and dislodgement. It was noted that the rep covered the replacement surgery, but had no information as to the cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.